Event description:
Surgeon complained to consultant that the cslp that was implanted in the patient approximately 2002 had a bushing that pushed through the plate so the screw holding the plate wasn't secured to the bone properly. The patient had additional surgery to replace the plate the next month.